Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat iliac aneurysm utilizing a gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. Reportedly, the physician used a snorkel for a very low renal artery which he put in from the arm and the physician deployed the main body trunk ipsilateral graft at the same time. The deployment went fine and then physician put a guidewire down from the arm to the excluder graft which ended up outside of the device. The iliac branch component was deployed first before they did the trunk ipsilateral c3 deployment and then they went to do the bridging with the contralateral leg and at this time the guidewire was outside of the main body graft but inside the iliac branch component. Physician then did an angiogram and found no blood flow in the iliac branch component as the bridging graft (contralateral leg) did not connect properly because it was connected distally but not on the proximal level with the trunk ipsilateral graft. Physician was then able to set a wire through the iliac branch component and outside of the bridging graft and into the trunk ipsilateral gate, after which, physician put a 12mm contralateral limb to connect. This resolved the blood flow issue but the internal iliac artery was occluded as result of that. A gore® viabahn® vbx balloon expandable endoprosthesis was also used and deployed inside the 12mm contralateral limb (bridging graft) to give more strength in the area. Patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use; adverse events that may occur and / or require intervention include, but are not limited improper component placement and occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.